Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent strut row's 4 and 12 from the distal end of the stent are damaged, lifted and bent back in a distal direction. No issues with the balloon. The tip was visually and microscopically examined and damage was noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). Following pre-dilatation using a 2.0 x 15 mm non-bsc balloon catheter, a 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.75 x 18 mm non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.